Event description:
It was reported that the doctor elected not to do surgery because of patients condition and size. Resident got up in the a.m. Via lift, was taken to shower room, placed in shower chair, and taken back to her room were she was put on her bed & was dressed, placed back into sling to be placed in chair for daily activities when she slid out of sling and fell resulting in a fractured hip. "Per home it is not a product issue; caused or a suspected cause of product, the issue is fault of operator, in this case no equip. Error, no product fault, not reportable per facility.